Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photograph was reviewed, and revealed that a piece of the device fractured off. The clinical/medical investigation concluded that, a photo of the device was provided for review; however, it does not indicate a root cause for the reported event. Although it was noted that a change in surgical technique was used, as of the date of this medical investigation, the requested clinical documentation has not been provided. Therefore, the clinical root cause for the reported breakage could not be confirmed. The patient impact beyond the change in surgical technique could not be determined. No further clinical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: h4, h8 corrected data: h6 (health effect - impact code & medical device problem code).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during tka surgery, one (1) std flexion block broke in-operatively. The procedure was resumed, without any delay, with a change in surgical technique. Nothing was left in the patient and no patient injuries have been reported up to date.